Manufacturer narrative:
Additional information: d9, h3, h6 and h11. The device was received for evaluation. During functional testing, no/intermittent volume was noted. The reported condition was verified. The cause of the condition was determined to be a loose speaker in the rear case. The rear case requires replacement to address the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the speakers of a spectrum iq infusion pump were not functioning during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.